Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and button error on the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with a bolus and manual injections. The customer declined to troubleshoot for high readings. The customer stated that the buttons are really hard to push. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to flattened act keypad dome. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Unable to performed functional test due to keypad anomaly. Keypad connector was closed properly during visual inspection.